Manufacturer narrative:
Upon additional information, this investigation will be updated.

Manufacturer narrative:
Additional information was received which noted that this right ventricular lead was surgically abandoned due to out of range pacing impedances. There was no visual evidence of an insulation issue or a lead fracture.

Event description:
Boston scientific received information that this device triggered an alert due to high out of range pacing impedances on the right ventricular lead. No adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
Additional information noted that this patient was scheduled for a follow up. At this time the system remains implanted.